Event description:
It was reported that the physician was not able to establish communication with the vns pts device at a follow up visit. Troubleshooting ruled out the programming system as the potential cause of the communication problems. The physician suspects that the generator has reached end of service. It was noted that the pt had not been seen for follow up in 6 years. In house programming history revealed a limited amount of data from (B) (6) 2001 thru (B) (6) 2002. A battery life calculation was performed with the available data and the end of service condition was not confirmed; however, due to lack of programming history, the calculation result is only an estimation. The pt had surgery where a new generator was implanted and the explanted generator is expected to be returned to manufacturer for analysis.